Event description:
Pt was scheduled for a bilateral open capsulectomies with implant exchange. The pt has had the implants for 9 yrs. The explanting surgeon is different from the implanting surgeon. The explanting surgeon nor the pt are aware of who the MFR of the original implants is. Upon doing the implant exchange the left implant was found to be ruptured and the right implant was found to be intact. Both implants and any surrounding tissue was sent to pathology for routine pathology exam. No abnormal pathology was reported out. Because one of the implants was found to be ruptured at the time of the procedure our facility considers this to be a pt injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.